Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the preparing to fill screen became frozen on the pump screen and the contact was unable to clear the screen. During troubleshooting with tandem technical support, the screen was able to be cleared. There was no impact to the customer¿s blood glucose level and insulin delivery would be resumed.